Event description:
Customer reported feeling shaky with result of 67 mg/dl obtained on the aviva nano system. Customer administered "rapid" insulin; 16 minutes later customer received the following results on the aviva nano system: 264 mg/dl, 397 mg/dl, 121 mg/dl, and 573 mg/dl the reported value were obtained within 10 minutes of each other. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a thermistor crack was observed. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The event occurred in (B)(6).